Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. The pad-pak was removed and then reinstalled with the device failing several self-tests due to a low battery on the (B)(6) 2016. The last log entry on the (B)(6) 2016 records a self-test fail due to a low battery. Investigation found the fault can be attributed to capacitor failure. This resulted in a short circuit and caused the pad-pak to potentially blow a fuse and therefore appear depleted. This would account for the low battery fails recorded. The functionality of the circuit is tested before leaving heartsine, it is therefore concluded that the component failed after dispatch. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery prompt, with pad-pak expiry 2019.